Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display issue. After replacing the battery, the pump screen has become blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the original complaint could not be duplicated or confirmed. The pump powered on with returned battery cap to dim discolored display. The display was not blank. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.